Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the iol (intraocular lens) was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Patient reason and clinical reason for explant was not provided. Additional information has been requested.